Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was detached from the base of the jaw. The detached silicon was able to be retrieved from the patients body and returned. The geometry of the returned insulation and the geometry of the detached insulation on the jaw were compared under microscopy. Both the geometries matched indicating no other silicon insulation bits were missing or were detached from the jaw. Based on the return condition of the device and the evaluation results, the reported failure "peeled insulation" is confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester reported seeing foreign object during branch harvest in patient. The foreign object was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Return to manufacture date changed from 09/30/2016 to 10/06/2016.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester reported seeing foreign object during branch harvest in patient. The foreign object was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester reported seeing foreign object during branch harvest in patient. The foreign object was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.